Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from manufacture date to complaint open date; trending was exceeded. Trending analysis for the product code of "suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend; a CAPA has been opened to investigate the trend. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was yellow media remaining in the vial with which to confirm the suspect positive result. There were no punctures on the plastic vial or tyvek® liner which could cause a false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification and DHR review found no anomalies that would contribute to a positive bi result. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 25 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.